Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during to a cryo ablation procedure, the balloon catheter was difficult to insert into the sheath and air was observed over the side port. The balloon catheter and sheath were replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files cannot show the reported issue (air ingress in the system) on the event date. At least nine applications were performed with catheter 2af283/1871-36 on the date of the event with no detected issue. Upon visual inspection of 4fc12 / 85598-051, results showed the sheath shaft was intact with no apparent issues. Air aspiration was reproduced when a catheter was introduced through the sheath. Dissection results showed the hemostatic valve was leaking; and the valve was torn. Catheter 2af283 was not returned. No lot number available. In conclusion, the reported air aspiration was reproduced during testing. The sheath failed the returned product inspection due to a leaking hemostatic valve. The reported insertion issue has not been confirmed through testing. The catheter was not returned. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.